Event description:
It was reported that before an unknown procedure, there was an unexpected noise was heard and an error code five during the pre-run test. Then the titanium tip was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.